Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported multiple sites were attempted to locate appropriate thresholds. At one point, the helix would no longer fully extend. When impedances were checked during partial extension, they were found to reach the maximum end for normal limits. Prior to this time, the impedance range was within normal limits. Attempts with this lead were abandoned and a different lead was used. It was noted there was difficult venous access and the sheath was removed. As a result, the physician placed a slit in the insulation and a wire was advanced into it. Following, the wire was advanced into the vessel under the protection of the leads insulation. The lead is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis was performed and no anomalies were found. It was noted the distal low voltage electrode was covered in blood, body tissue, and fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. It was determined with visual analysis there was apparent explant damage.